Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: incomplete exchange sheath splitting; difficult to remove. Time of device malfunction and ae: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, the exchange sheath did not completely split during the thumb advancer stroke and the device was difficult to remove. Additionally, an embolus was noted in the vessel and a embolectomy was performed. The artery was surgically sutured to achieve hemostasis. The patient was discharged to home the same day as planned. Though requested, no additional information was available.